Manufacturer narrative:
Na

Event description:
The reporter stated that the result obtained on the patient on the coaguchek xs meter ( serial number (B)(4)) was 7.1 inr at 12:53 pm compared to a laboratory sample which was done at 1:10 pm and came back as a result of 5.17 inr. The laboratory uses the dade innovin reagent. It is not known which result the doctor accepted as valid and there was no information provided as to whether or not any medication adjustment was ordered by the physician. At the time of the testing, it was reported that the patient has c-difficile and she is currently on antibiotics. It is not known what antibiotics the patient is currently taking. The patient's therapeutic range is 2-3 inr. The patient is not on heparin or any direct thrombin inhibitors. She does not have any antiphospholipid antibodies. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206198) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The returned test strips were measured with a retention meter in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.